Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Further monitoring and measurements are planned in (B)(6)2021 . The device remains implanted and in use.

Event description:
In situ measurements show abnormal results. Hearing performance with the device has been deteriorating since (B)(6)2020. The user will be monitored and a follow-up will take place in 2021 if no deterioration is reported until then.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition during the explantation surgery 1 channel was seen outside of the cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a visit affected channels were noticed. Hearing performance with the device has been deteriorating since (B)(6) 2020. The user was reimplanted on (B)(6) 2022, during the explantation surgery 1 channel was seen outside of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show abnormal results. Hearing performance with the device has deteriorated since (B)(6) 2020.